Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin properly. Customer stated that he is fatigued. During troubleshooting, time and date correct. Assisted customer with correcting the basal rates. Bolus wizard settings are correct. Nothing further reported.